Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was unable to get their magnetic resonance imaging (MRI), as the right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. Technical services (ts) recommended lead replacement. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
This report is being submitted as additional information was received that this device was explanted and replaced. This device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the facility retained the device. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was unable to get their magnetic resonance imaging (MRI), as the right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. Technical services (ts) recommended lead replacement. No adverse patient effects were reported. This crt-d remains in service. Additional information was received that this crt-d was explanted and replaced. No additional adverse patient effects were reported. This crt-d has not returned for analysis.